Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal [2000 mcg/ml] at a dose of ¿1239 to 1183 mcg/day¿. It was reported the physician had frustration with trying to manage the patient¿s pump therapy for months. Since the end of (B)(6) 2017, the patient had had significant periods of increased tone followed by being ¿too loose¿. On (B)(6) 2018, the catheter dye study was done and confirmed good flow. Reservoir volumes had been accurate at refills. No alarms were noted in the pump event logs. The physician reported over (B)(6) 2017 to (B)(6) it was noted the patient had increased sedation. It was also reported that the patient¿s symptoms changed from being loose and sedated to increased spasticity in the legs. The patient¿s legs wouldn¿t bend. The patient was seen in the physician¿s office on (B)(6) 2018 for a dose adjustment due to increased tone (they couldn¿t get him into his wheelchair). The patient had a very small dose reduction (reduction by .3 of 1%); however, three to five hours later, the patient¿s mother reported the patient was so sedated, he wouldn¿t wake up and was ¿loose as a goose¿. The patient was currently hospitalized, and the physician felt she had been troubleshooting symptoms from overdose to withdrawal. The physician stated she was not making any progress identifying what was going on with the patient¿s therapy. The physician reported a manufacturer representative was pre sent at the dye study on (B)(6) 2018; however, the physician reported she had been unsuccessful reaching the representative to discuss the patient¿s condition and the next steps. The physician reported the drug had been provided to (B)(4) for testing. The physician was actively troubleshooting the patient¿s situation. It was also reported the patient had experienced nausea. No further patient complications were reported.

Manufacturer narrative:
Patient code (B)(4) should have also been applied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was replaced on (B)(6) 2018.